Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12, and caller noted no events occurred beforehand. Malfunction and that blood glucose level did not exceed high level. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, planned to continue using pump and rely on alternate method if needed, and technical support arranged shipment of replacement pump.